Event description:
The patient experienced pain and discomfort at the lead-extension connection location. The patient didn't have stimulation for 6 months. It felt like the leads had pulled out of the implantable neurostimulator. The patient had recently moved and didn't have a physician to manage his implantable neurostimulator. The patient was at home at the time of the complaint; his status was reported as 'undetermined.' The patient was redirected to the emergency room. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.